Event description:
The account stated that the bed exit is not working properly.

Manufacturer narrative:
The technician found that the pt positioning monitor would alarm but a signal was not being sent to the nurse's station until after the alarm was canceled at the bed. He found that the revision b siderail interface circuit board has been replaced with a revision c circuit board which is not compatible with the revision b scale circuit board. He replaced the scale circuit board to resolve the issue.